Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was locked in service mode with a red x and an intermittent beep. There was no pt involvement.